Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. Should additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that a pin hole leak was observed on an eva bag. When in the process this issue was observed is unknown. There was no patient involvement. No additional information is available.